Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of calcification was unable to be confirmed due to unavailability of medical records and/or applicable imagery. A review of DHR did not indicate that a manufacturing non-conformance contributed to the reported event. A review of the IFU revealed no deficiencies. An existing edwards technical summary documents the root cause analysis on valve calcification over the time in patient. Per technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported complaints of valve calcification did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigation s have been implemented. Additionally, per technical summary, no evidence of a product non-conformance or device malfunction were found in any of the valves returned for these complaints. As reported, ''four (4) years and four (4) months post-implant, the valve was degenerated (calcification)''. Per follow-up with field clinical specialist, patient had history of obesity. Obesity (high bmi) is a well-known risk factor for leaflet calcification. As such, available information suggests that patient factors (obesity) may have contributed to the reported event. No device or labeling problem was identified during the evaluation. Therefore, no further escalation (CAPA/scar/pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted. H3 other text : device remained implanted.

Event description:
Edwards received notification from our affiliate in italy. As reported, this was an implant case of a 23mm sapien 3 valve in aortic position. Approximately, four (4) years and four (4) months post-implant, the valve was degenerated (calcification). It was planned to replace the sapien 3 valve with a non-edwards 26mm valve. As per medical opinion, the root cause of the valve degeneration may be related to the wrong size selection or wrong type of valve selected.

Manufacturer narrative:
Supplemental report submitted to correct h6: health effect - clinical code.